Event description:
The user facility reported right before priming, the impella 5.5 device was unplugged from the automated impella controller (aic) to remove torque from catheter. When the impella 5.5. Device was plugged back in, aic alarm ¿impella defective¿ displayed. Troubleshooting was attempted but was unsuccessful as the alarm condition did not clear. A new impella 5.5 device was opened for use and successfully primed. There was no report of harm to the patient.

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the pump did not start issue has been completed since the original report was filed. The pump was returned for investigation. The device was visually inspected, and no physical damages or abnormalities were found. Data logs were reviewed and impella defective alarm was observed after pump plug connect. However, the cause of the impella defective issue was not determined since failure was unable to be reproduced with return product and due to inconclusive evidence based on data log review. D9 date device returned to manufacturer added d4 model number corrected. D6a d6b added.